Manufacturer narrative:
Additional information: sections b.3, b.7, d.6b, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient is scheduled for explant surgery. Advanced bionics is in the process of gathering more information, once more information is obtained a supplemental report will be submitted.

Manufacturer narrative:
Additional information - section d.9. The recipient's parents reportedly elected revision surgery because the implant was not positioned parallel to the contralateral side. Repositioning occurred on (B)(6) 2026, however, evoked potentials could not be elicited after repositioning. The recipient's device was then explanted on (B)(6) 2026. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.